Event description:
It was reported to philips that the image processing pc (ippc) failed to boot up, which would impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the patient was undergoing planned/non-emergency treatment, which was delayed and was completed as planned. It was reported that the image processing pc (ippc) failed to boot up. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the fault in ippc. The defective part was returned fo0r failure analysis and was not able confirm any failure. Fse replaced the ippc and hard drives. After the replacement of ippc and hard drives, the system was returned to use in good working. The codes were updated based on the investigation outcome.